Manufacturer narrative:
Device evaluation: one cadd cassette reservoirs was returned for analysis. The sample received consist in one cassette product form p/n 21-7001-24 l/n 3859522. The sample was received in used conditions without its original packaging inside in a plastic bag. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and a cut in the pump tube was found. Functional testing performed by using a syringe to infuse water into the ay bag and leakage was detected in the cut found in the pump tube. The customer reported problem was confirmed. According to the investigation the most probable root cause of the reported problem is that the pump tube was damaged during transportation to production which was caused by production personnel mishandling. The problem source of the reported problem is manufacturing.

Event description:
Information was received indicating that during fill-up of this smiths medical cadd cassette reservoirs, the cassette reservoirs hose was found leaking. No adverse effects were reported.